Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the self-adhesive on the infusion sets were not sticky enough. Caller reported she had now used 8 cannulas and none were sticking; seemed to have no stickiness to it. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.